Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (proximal: tgt4020/8394171, distal: tgt4020/8206538) to repair a descending thoracic aortic aneurysm. It was planned that the left subclavian artery would be covered with the devices, so the artery was coil embolized during the procedure. No adverse event was reported, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2011, one month follow-up imaging revealed a proximal type I endoleak. The cause of the endoleak is unknown. It was reported that the proximal neck diameter was measured 34 mm, and the length was 20 mm. It is unknown whether there was thrombus or calcification around the neck. The diameter of the aneurysm was 60 mm. The physician elected to monitor the patient. On (B)(6) 2011, six month follow-up imaging showed that the endoleak persisted and the aneurysm measured 63 mm. On (B)(6) 2011, one year follow-up imaging revealed that the endoleak persisted and the aneurysm enlarged to 69 mm. The physician elected to monitor the patient. On (B)(6) 2012, two year follow-up imaging showed that the endoleak persisted and the aneurysm measured 73 mm. The physician elected to monitor the patient. On (B)(6) 2013, the patient underwent an additional endovascular procedure to repair the persistent endoleak and the aneurysm enlargement whereby a non-gore stent graft (manufacturer unknown) was implanted proximally. The patient tolerated the procedure. On (B)(6) 2014, three year follow-up imaging revealed that the endoleak remained, and the aneurysm further enlarged to 77 mm. The physician elected to monitor the patient. No further information is available.